Manufacturer narrative:
In order to determine the root cause of the event reported, the affected unit were requested. Once received, a full visual inspection and mechanical testing as required will be executed as part of the complaints units assessment. Each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with the tissue expander, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post-market surveillance of reported complaints & adverse events.

Event description:
Explantation perfomed to replace flora with another expander.

Manufacturer narrative:
Investigation summary: the reported device was returned for evaluation. There was a relationship between the reported event and the device. The initial visual inspection found a patch delamination instead of device rupture. For that reason, an investigation was created in order to address the issue. A complete review of the DHR for lot 22091194-10 was carried out, review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. ¿the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: product examination: immediately before insertion, examine the device by gently manipulating it, carefully checking for rupture or particulate contamination. Preliminary product examination: out of the sterile field, verify both the identification of the esn with the motiva® reader, as that the integrated port is detected with the motiva flora® port locator. In conclusion, the alleged event was confirmed . Establishment labs will continue to monitor for similar complaints/trends.